Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddlers syndrome and weakness. Dislodgement was noted on the right ventricular (rv) lead after "patient had turned device enough to pull ventricular lead into the superior vena cava (svc).  The lead was inactivated and a leadless implantable pulse generator (ipg) was implanted for back up pacing. The original ipg remains in use. No further patient complications have been reported as a result of this event.